Manufacturer narrative:
Result: load cell cable.

Event description:
It was reported by svc report that the scale is not weighing properly. Customer could not determine if there was pt involvement, however no adverse consequences were reported.